Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that no steps had been taken yet to resolve the pain on the right side and towards the buttocks. Her right side was a little better. Her buttocks were still ¿killing me.¿ it had been so painful she could hardly walk with her walkers. The patient was going to see a manufacturing representative (rep) on 2015-nov-30.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported the patient just found out she had spinal stenosis and wanted to ask if the new pain on the right side towards her buttocks had any connection with the implantable neurostimulator (ins). It was noted the patient had the ins to help her ride side sciatica pain down her leg. This new pain occurred on the day of the report, but it was also noted the patient had pain across her back for a long time. The patient also reported violent, stabbing, shooting wild pains coming out of the side of her that started the week prior to the report. The patient went to the healthcare provider (hcp) and he changed the medicines and that stopped it. It was noted the patient had pain in the past for a long time. Sometimes when she got a pain, she lied down, felt better, got up, and it started again. Sometimes the patient got pain and ignored it and sometimes she took a pain pill. Later, the patient reported she saw the hcp for pain in her legs and was directed to use the stimulation every day for a little bit. It was noted the patient tur ned the stimulation on and it was going up and down her legs. The patient could not turn the stimulation off and said it was very uncomfortable. The patient did not know what buttons she pushed. Based on screen information the patient was directed to replace programmer batteries. Basic functionality was then reviewed. The patient was able to successfully turn the stimulation off. Two days later, the patient called again regarding the previously reported pain issues and included it was hard to walk. The patient noted it happened again where the stimulation was going up and down at an uncomfortable level and would not shut off. The patient noted she was sitting in a chair when it occurred. Eventually, the patient was able to turn it off. The patient also stated she had been sick. The patient tuned the stimulation to a comfortable level but then stated she did not want it on due to discomfort. So she turned the ins off and would wait until the next appointment at the end of november for reprogramming. The patient noted she had an hcp appointment for the pain issues on (B)(6) 2015. Relevant medical history included non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.